Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, batch history review, labeling review, and accuracy (sensitivity) testing. No adverse trend was identified for the customers issue. Batch history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. Internal panels were tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. An external panel (zeptometrix hcv seroconversion panels (B)(6)) was tested with retained kits of the likely cause reagent lot and met all specifications. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified. The part number associated with lot number 66261li00 was corrected as 06c37-27 instead of 06c37-25.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer reported (B)(6) results generated using the (B)(6) reagents. The following data was provided. Initial 0.10 s/co ((B)(6)). Real time pcr method was (B)(6) (88043 iu/ml and log value 5.94). Additional specimen was (B)(6), 0.11 s/co. Vidas method was (B)(6) (0.12 s/co), real time pcr method was (B)(6) on gene q-5 plax hrm (1431182 iu/ml), cobas e411 method was (B)(6) (0.101). No impact to patient management was reported.